Event description:
It was reported that the tube was leaking while in use with a patient and it needed to be replaced. No patient injury was reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: one (1) sample was returned for evaluation p/n 100/199/080; the sample was received in used conditions without original package. Visual inspection: the returned sample was visually inspected at 12? To 16? And normal conditions of illumination. Results: no defects were found. Functional testing: the pilot balloon of the samples returned was inflated using a syringe to detect any defects. Results: no leaks were detected on cuff. Leak testing: the sample returned was connected to leak tester machine [cal ID: (B)(6), due date: march,2022] to identify any leak. Results: no leakage was detected. No root cause determined since no defects were found in the sample returned for evaluation. No corrective action is required since the complaint was not confirmed. Any relevant dmrs, ncrs, ets, etc: there were no issues or nonconformance reported during the manufacture of this lot.